Manufacturer narrative:
Technical eval: excessive manipulation while attempting to insert the wrong size separator caused the device to stretch and damage the distal section. The two sizes of these devices are incompatible. Conclusion: the root cause is use error. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 0854 (lot # l13187). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l13187) indicated that 100% inspection of the devices resulted in (B)(4) rejects. (B)(4). The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The parts released in this lot met process requirement.

Event description:
Catheter was damaged when physician tried to push the 041 separator through the 032 catheter during the case. Realized this and switched to a new 032 system.